Manufacturer narrative:
The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. The device was discarded by the user facility and is not available for evaluation. There have been no similar complaint events for this lot number. The case was reviewed by inari's chief medical officer, who concluded that the device breakage and subsequent need for intervention was likely the result of user error where the catheter was subjected to excessive force. The device labeling includes the following warning statement: avoid using excessive force to advance or retract against resistance. If excessive resistance occurs, retract and collapse the distal disks into the catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation. Manufacturer reference #: (B)(4).

Event description:
A 78-year-old male patient with bilateral lower extremity deep vein thrombosis (dvt) with some clot present in the inferior vena cava (ivc) underwent a thrombectomy using the inari flowtriever system on (B)(6) 2024. The clot age was estimated at 5 days. After access was obtained and a clottriever 16 fr sheath was placed, the triever16 (t16) was advanced through the CT sheath into the inferior vena cava. The physician reported feeling resistance superior to the renal veins. An aspiration was performed but no clot was removed. The physician then attempted to reposition the t16 back towards the sheath but encountered resistance a second time. The physician continued applying pulling force to the point of device separation/breakage and the t16 unraveled inside the vessel. There was no resulting vessel perforation. Intervention was performed to retrieve the device fragment from the patient (using a 10 mm fogarty balloon over the guidewire). The fragments were completely removed from the original incision site and the clottriever 16 fr sheath was removed without incident. A clottriever 13fr sheath was then inserted and the thrombectomy was completed successfully using the clottriever system. The thrombectomy removed 90% of the dvt.